Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutpro-29, serial#: (B)(6), ubd: 09-jun-2023, UDI#: (B)(4) image review: two static images, one media file, and six fluoroscopic images were provided for review. Patient executive summary was provided for anatomical review and confirms the right coronary cusp (rcc) calcium and the patient appears to be a sievers type 1 bicuspid with fusion of the rcc and left coronary cusp (lcc). It is recommended for bicuspids to pre-dilate prior to an attempt of implanting the transcatheter valve. The fluoroscopy load of first system does show inflow overlap on both sides of the bioprosthetic valve in the capsule with one side showing overlap barely past node four. This would be considered a misload. Imaging of the infold during the procedure is confirmed in an image. Imaging of the first valve outside the body was provided for review but is not a 360° view of the bioprosthetic valve so unable to confirm if the infold was present outside the body. Conclusion: a misload was identified on the procedural images provided for review. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The instructions for use (IFU) contain instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the IFU instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. In this case, the misload was not identified prior to introduction to the patient. This indicates use error. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. The valve device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, it was reported that the infolding occurred during the initial deployment. According to the physician, the patient had calcification in the annulus and on the right coronary cusp (rcc), which likely contributed to the infolds. Per the image review, the infold was the result of a misload. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, at 80% deployed on the initial deployment attempt, the valve appeared as an elliptical shape. The vantage point of the valve was switched, and it was reported that the implanting physician was concerned over infolding after the angiogram. It was reported that the valve had moved towards the ascending aorta on the initial deployment attempt. The valve was recaptured and the valve and delivery catheter system (dcs) were withdrawn. Outside the body, the valve was removed. No infolding or overlap was seen. An angiogram was performed to double check the native valve. A pre-implant balloon aortic valvuloplasty (bav) was then performed with a 22mm balloon, followed by a 25 mm balloon. A replacement valve was loaded onto a new dcs. The replacement implant was successful. According to the physician, the patient had calcification in the annulus and on the right coronary cusp (rcc), which likely contributed to the infolds. No adverse patient effects were reported.